Event description:
Consumer claims that the temperature measurement taken by the device was inaccurate when compared to other devices. The temperature measured with the device was between 36.4 and 37.5 degrees in the ear, while a rectal thermometer, of unknown brand, indicated 38.9 degrees celsius.

Manufacturer narrative:
The manufacturer tested the product returned by the consumer. Testing results show that the error in accuracy resulted from the probe tip being soiled. When the tip was cleaned, per the instructions for use, the product measured in accordance to specifications. Consequently, there was no fault found on the device. On (B)(6) 2017: corrected the become aware date to the correct date, (B)(6) 2017.

Event description:
Consumer claims that the temperature measurement taken by the device was inaccurate when compared to other devices. The temperature measured with the device was between 36.4 and 37.5 degrees in the ear, while a rectal thermometer, of unknown brand, indicated 38.9 degrees celsius.

Manufacturer narrative:
The manufacturer tested the product returned by the consumer. Testing results show that the error in accuracy resulted from the probe tip being soiled. When the tip was cleaned, per the instructions for use, the product measured in accordance to specifications. Consequently, there was no fault found on the device.

Event description:
Consumer claims that the temperature measurement taken by the device was inaccurate when compared to other devices. The temperature measured with the device was between 36.4 and 37.5 degrees in the ear, while a rectal thermometer, of unknown brand, indicated 38.9 degrees celsius.